Event description:
It was reported that the customer's insulin pump was locked and went into threshold suspend. He was unable to get the insulin pump to do anything. The customer's blood glucose level was 69 mg/dl. The insulin pump had fluid under the lcd display. The customer received a button error alarm, a battery out limit alarm, and a low suspend alarm. He was advised to disconnect from the insulin pump and revert to a back up plan. The product was returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump was received with unresponsive buttons due to light moisture damage on the keypad traces. No button error, battery out limit or low suspend alarms were noted. Unable to test operating currents due to the unresponsive buttons. The pump also had minor scratches on the lcd window.